Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) confirmed this represents a sudden increase. Ts recommended reprogramming options. No adverse patient effects were reported. The lead remains in service.